Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced setup difficulties when starting a new freestyle libre 3 plus sensor with the ilet app, including a ¿dosing stops soon¿ alert, an initial ¿scan error,¿ and a subsequent message that the sensor was already scanned, after which the pump displayed a sensor warm-up in progress. No adverse clinical symptoms reported. Outcomes included no health impact and no medical intervention. User support included technical troubleshooting and education, verification of sensor pairing status, and confirmation of the warm-up countdown on the pump. Investigation of this case revealed that the ilet system recognized the sensor as previously scanned and proceeded into the expected warm-up state, consistent with normal system behavior following an interrupted or duplicated scan attempt. It was concluded, based on previously established findings for similar reports, that the cause was transient communication interruption during sensor initiation with the device functioning as designed.